Event description:
Surgipro hernia mesh was laparoscopically implanted in my abdomen in 2005. A few months later noticed pain in my testes while washing. As time went on I began to lose my sexual drive and ability, six months later, I began to have significant pain in the kidney area-light kidney stones, extreme periods of sweating and pain in groin area. Went to hospital ER, diagnosed as urinary tract infection. However, problem persisted for eight months. After eight months of heavy doses of antibiotics, I became so ill with pain and other symptoms had to be hospitalized. After a battery of tests, it was finally determined to be hernia mesh causing problems. Had to fly to have part of mesh removed. Had immediate improvement, but remaining is causing considerable problems, condition before surgery was life threatening. Now problems are being managed with heavy pain medication, and at present requesting surgeon to remove remainder of mesh which located near femoral arteries. It seems from symptoms my body either became allergic to the mesh or is just plain rejecting it. Question as to whether mesh was properly installed is a question also. Also, developed pancreatitis from heavy antibiotic and anti-inflammatory medications. Surgery to remove partial of mesh. Pain management, several hospital stays. Therapy ongoing. Hope to have remaining mesh removed. Dose or amount: na. Dates of use: 2005 - 2008. Diagnosis or reason for use: two small inguinal hernias.